Manufacturer narrative:
Ge rep replaced x-ray tube and temperature sensor. Calibrated x-ray tube and verified dose rates. System operating as intended.

Event description:
If was reported that the system was generating an overload error, and a bad temperature sensor error.